Event description:
Double salt dental adhesive creamoligrip comfort seal strips for an unknown drug indication. A physician or other health care professional has not verified this report. Co-suspect medication included double salt dental adhesive cream (super poligrip original zinc free formula) and double salt dental adhesive cream (super poligrip free denture adhesive cream). On an unknown date, the patient started polyethylene oxide + sodium carboxymethylcellulose. On unknown dates, the patient started the variants of double salt dental adhesive cream, or the variants of double salt dental adhesive cream, the "patin." At an unknown time after starting polyethylene oxide + sodium carboxymethylcellulose or the variants of double salt dental adhesive cream, the patient experienced seizure. This case was assessed as medically serious by gsk. Treatment wit polyethylene oxide + sodium carboxymethylcellulose and the variants of double salt dental adhesive cream was discontinued. At the time of reporting, the event was resolved. Consumer stated that she experienced a seizure whenever she used the strips and the cream. She had seizures 3 different times with 3 tubes reported and had to call the ambulance each time. She stated that she had to go to the emergency room with her last incident and the emergency room staff had to fight hard to revive her back. Multiple lot codes in case.

Manufacturer narrative:
The manufacturer's number for this case is 9681138-2013-00020. Super poligrip original (zinc free) is manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. A1033914a.